Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reseated the p2 on the nav computer which corrected the video issue. The system operates as intended.

Event description:
It was reported that the itrak 3500l system would not boot prior to a procedure. The procedure had to be cancelled. No pt was involved.